Manufacturer narrative:
Natus medical investigations reveals evidence that some amount of external force was exerted on the vac pac resulting in cut at the seam with a patch. In 602022_revf_vac-pac instruction manual, warnings and cautions section, inspection, damage and leaks, it states that: "to preserve the effectiveness of the vac-pac and prevent patient injury, never attempt to repair or use vac-pacs" customers are also instructed to inspect the vac-pac prior to each use. The customer had the vac-pac destroyed at the facility, to prevent future use. The customer has since been provided a replacement. No further investigation is necessary, and this report is considered final.

Event description:
Natus medical received a complaint that on (B)(6) 2017 a vac-pac had seperated "cut" from seam. No patiente involement.